Event description:
It was reported by the customer the hematology clinic discovered a hole in the cord of the PICC line when they are taking samples from the patient. The patient comes the next day to the to the hematology clinic for a planned blood transfusion. The dressing is sticky and the hole in the tube is clearly visible. The catheter is removed and discarded and an appointment is made to insert a new PICC line the patient receives the blood transfusion via peripheral venous catheter. Three days later the patient receives a new PICC line. The event caused severe anxiety for the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.